Event description:
It was reported that the catheter was inserted in a patient of 02 years old and after a x-ray, it was identified memory in the catheter. During catheter use, infiltration at the site of insertion in the left upper limb was identified. The catheter was removed and it was observed that it was disrupted at three sites.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be related to use of the device. One 3fr s/l per-q-cath PICC was returned for investigation. The PICC was received without the stylet. A functional test revealed a leak in the 3fr tubing at the distal end of the taper in the molded hub and at the 18cm depth mark. A slight bend in the catheter coincided with the damage observed at the 18cm depth mark. The leak sites were microscopically examined, and a longitudinal split was observed near the molded hub and a y-shaped split was observed near the 18cm depth mark. The catheter was cut longitudinally to examine the leaks site from within the catheter, which revealed that the extent of damage was greater on the inner lumen wall. The adjoining surfaces of the split tubing revealed a granular appearance. This type of damage occurs when the stylet is repositioned within the PICC without flushing the catheter. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0230 showed seven other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter was inserted in a patient of (B)(6) years old and after a x-ray, it was identified memory in the catheter. During catheter use, infiltration at the site of insertion in the left upper limb was identified. The catheter was removed and it was observed that it was disrupted at three sites.